Event description:
It was reported that the atrial lead, right ventricular lead, and left ventricular lead were explanted for an unknown reason. No other information was available.

Manufacturer narrative:
A partial lead was returned in two portions for analysis. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil adjacent to the connector boot which is consistent with friction to the device can. Electrical testing that could be measured did not find any indication of conductor fractures although an internal short was noted due to procedural damage.